Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The print samples of the inner as well as the outer label have been reviewed on the route card. Both labels show the identical use by date 28.feb.2021. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be identified. It should be noted that the IFU clearly states no to use device after the use by date indicated on the label. Further the IFU states not to exceed the rated burst pressure (rbp).

Event description:
The pk papyrus was implanted successfully in the svg with no complaints. The day after implantation, it was detected that the device had expired 3 months ago.